Event description:
The nurse of the pt reported that her pt is in the hosp due to a viral concern and nothing to due with the infusion device. The nurse called in needing assistance with priming the pt's infusion device. The nurse noticed that insulin was not coming out of the tubing, but was coming out where the adapter and infusion device connected. The nurse was instructed to stop the prime and remove the cartridge, adapter and tubing from the infusion device. There was no moisture in the infusion device. The nurse was then instructed to insert the cartridge and adapter. The nurse was able to prime with the cartridge and adapter. She was then instructed to attach the infusion set tubing. The infusion device then gave a low cartridge warning. She was then instructed to perform a disconnected prime and insulin formed around the adapter. Some insulin formed in the device chamber, so the nurse was instructed to dry out the infusion device chamber. The pt did not have any extra supplies at the hosp. The hosp contacted a family member to bring the pt supplies. After the pt changed out the supplies, the infusion device started working properly. The pt's blood glucose was not affected. Product will not be returned for eval due to the pt discarding the adapter.

Manufacturer narrative:
No product will be returned for evaluation.